Event description:
During the pacemaker implantation on (B)(6) 2025, the ventricular setscrew was not properly tightened with a torque wrench. Re-insertion or use of different torque wrench was not successful. Leads are made by another company.

Manufacturer narrative:
The conclusions are as follows: - the analysis confirms that the connection system of the subject pacemaker functioned as specified using a duplicate torque-limiting screwdriver. - ventricular silicone cap was found damaged most likely due to too much strength applied. - the atrial setscrew was found completely screwed and visible from the port. - the ventricular setscrew was found completely unscrewed. - regular tightening marks were seen on the atrial and ventricular setscrew tips. - the most likely hypothesis is that too much strength was applied with the screwdriver leading to a silicone cap damaged where a piece a silicone cap would be put inside the atrial setscrew cavity generating a difficulty to screw the setscrew. - based on the available information, no issue is suspected on the subject pacemaker.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
During the pacemaker implantation on (B)(6) 2025, the ventricular setscrew was not properly tightened with a torque wrench. Re-insertion or use of different torque wrench was not successful. Leads are made by another company.